Event description:
It was further reported that the right ventricular (rv) lead was also repositioned due to the oversensing.

Event description:
It was reported that the patient complained of discomfort at the implant site, that the device felt too superficial and was sensitive to the touch. There was no indication of redness or erosion; however, the device was repositioned to a more medial location and remains in use. It was further reported that at the device repositioning procedure, the right ventricular (rv) lead was oversensing the p waves. The ventricular sensitivity was decreased and the rv lead remains in use. It was noted that the patient is taking part in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d224drg ICD, implanted: (B)(6) 2009; product ID 6940-52 lead, implanted: (B)(6) 2001. (B)(4).